Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter read inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at around 7:00 pm on (B)(6) 2015. The patient reported obtaining a blood glucose reading of 237 mg/dl on the subject meter and alleged that this was inaccurately high compared to an accuchek aviva meter, but they could not recall the exact results. The patient manages their diabetes with an insulin pump. The patient reported developing symptoms of ¿heart racing, sweaty and lightheaded¿ almost immediately after obtaining the alleged inaccurate readings. The patient reported self-treating these symptoms with food/drink. The patient reported obtaining a blood glucose reading of 166 mg/dl on an accuchek meter at 8 pm on the same day. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.